Manufacturer narrative:
(B)(4). Multiple attempts were made to retrieve additional case information. The reporting surgeon replied advised that he does understand the importance of this follow-up, however, trying to look back over 3 years and get that information is proving too time consuming for me at this time in my practice. Due to the lack of information, a causal relationship cannot be determined. Baxter synovis completed the investigation. No sample or lot number was provided therefore the sample evaluation and batch review were not performed. Per synovis, it is not possible to determine the root cause of the ulcer. The complaint will be kept on record for trending purposes.

Event description:
It has been reported to baxter from a surgeon that a patient, who had a roux-en-y gastric bypass with the use of peri-strips dry with veritas, returned to the clinic complaining of abdominal pain. The pain did not resolve (unknown duration) and the patient was returned to the operating suite. Intra-operative inspection revealed a small ulcer at the location of the roux-limb intersection with the transverse colon in the ante-colic technique. He described the area of ulcer included the peri-strip dry with veritas which was used in the mesenteric staple line. He stated he was not certain the peri-strips dry with veritas was a contributing factor in this event. No further information has been provided.

Manufacturer narrative:
Baxter medical assessment: an anastomotic ulcer occurred after a rouy-en-y gastric bypass, adjacent to the area in which psd veritas has been applied. Given the anatomic location of the ulcer we cannot exclude that psd veritas has caused or contributed to the ulcer formation. Additional information is being requested from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.